Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to remove the cartridge, inspect the o-ring, and clean the pneumatic tap area. After following on-screen instructions, the customer successfully loaded the cartridge and resumed insulin delivery. Technical support advised the customer to monitor system performance, and no cartridge replacement was needed.